Event description:
(B)(4), the provider states, the unit isn't working. He states, the end user left a message on his voicemail and he didn't have additional information regarding the unit as he isn't with it. The caller didn't have additional information (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.